Event description:
It was reported that "swg (spring wire guide) has unraveled - wire was advanced then a resistance was noted, and the wire was removed over the needle without any resistance. After the wire was removed, it was determined that the wire has unraveled."

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and one lidstock for analysis. Visual analysis revealed that the guide wire was severely unraveled and separated from the proximal end. The distal j-bend appeared slightly misshapen but intact. The proximal weld had completely separated from the guide wire and was not returned by the customer. The introducer needle was not returned. The core wire measured 600mm within the specification limits of 596mm-604mm per the marked guide wire graphic. The guide wire outer diameter measured .802mm, which is within the specification limits of .788mm-.826mm per the marked guide wire graphic. Functional testing could not be performed as the guide wire was too deformed and the introducer needle involved with this complaint was not returned by the customer. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." The IFU also cautions, "always verify entire guidewire is intact upon removal". The report of a separated guide wire was confirmed through complaint investigation; however, the root cause cannot be determined as the introducer needle involved with the complaint was not returned for analysis. Visual analysis revealed that the guide wire was s eparated/unraveled from the proximal end. The proximal weld was also separated from the coils and was not returned with the sample. The guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the sample received and the report from the customer, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "swg (spring wire guide) has unraveled - wire was advanced then a resistance was noted, and the wire was removed over the needle without any resistance. After the wire was removed, it was determined that the wire has unraveled."